Event description:
Physio-control was performing an evaluation of a device returned on recall. A review of the device's data download showed an indication that device operation locked up during the 3:00 am self test in 2008, and in 2009 to subsequently deplete the device's internal battery and the charge-pak battery charger.

Manufacturer narrative:
Physio-control determined the root cause of malfunction to be failure of the digital pcb assembly. A replacement device was provided to the customer.